Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot. Failed because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed. Findings related to complaint in receiver download. Found numerous receiver reboots and errors recovery within the investigation window. Receiver rebooted automatically and continued to perform as indicated after error recovery. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.